Event description:
Device #1 issue: difficult to insert - clip applier to the exchange sheath, bent-exchange sheath cutter. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, due to the exchange sheath cutter blade being "lifted up," the clip applier could not be attached to the exchange sheath. The exchange sheath was removed from the pt. Vessel access was regained, and a second starclose se device was attempted with the same results. The exchange sheath was removed from the vessel and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14679-01, lot #85015-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.